Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information the following sections were updated/corrected updated: g3; h2; h3; h6. Evaluation of the returned product confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating. The sterile pouch has lost its vacuum seal and scuff marks were found inside the pouch. Red/brown debris/stains were found on the pouch which are consistent with surgical debris and is not considered a product failure. The sterility, or breach thereof, cannot be determined as the blister was not returned for evaluation. The reported event is confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: item # 51-106150/ tprlc 133 mp type1 pps/ lot # 6912739; item # 51-106150/ tprlc 133 mp type1 pps / lot # 6966588. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -02402, 0001825034 -2021 -02404.

Event description:
It was reported that during an initial hip procedure the taperloc stems packaging was damaged and black debris was found in sterile packaging. No surgical delay was noted. Attempts have been made and additional information on the reported event is unavailable at this time.